Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that water accumulated in the pilot balloon. The event occurred during the patient use. There was no adverse event.

Manufacturer narrative:
H3 and h6 codes, updated. One used device was returned for investigation. The devices were visually inspected and no physical damage or other anomalies observed. A functional test was performed; it was observed that the cuff inflated with no leaks observed. The cuff was inflated again and put in a water bath. No leaks observed. It was unable to confirm the customer complaint of water in the pilot balloon or cuff. A device history record (DHR) review could not be performed as the lot number was unknown.